Manufacturer narrative:
Plate was inspected under magnification and with the naked eye. Dimensionally, the plate met specification where is could be measured. (Some holes were not measureable due to bend of the plate and the fracture site.) The plate was bent severely near the fracture site; this bend exceeds the anatomic bend made during the manufacture of the plate. There is evidence of three kinds of fracture patterns on the broken surfaces of the plate. First, there is evidence of fatigue crack propagation on the proximal side of the plate. Second, there is evidence of plastic deformation. Finally, there is evidence of a brittle fracture opposite of the fatigue evidence. Based on the available information, it is not possible to make a definitive root cause determination.

Event description:
A clavicle plate was implanted to treat a fracture of the clavicle. As some point post operatively, the plate broke and was subsequently explanted.